Event description:
Carotid arteriogram - trying to get into left carotid. Pulled back catheter was using lots of torque when pulled back through sheath catheter came out without tip on. Pulled out sheath and tip the inside sheath.